Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of four unknown 3.5 cortex screw due to conversion acetabulum surgery to total on (B)(6) 2021. There was no surgical delay. The procedure was not completed. The patient outcome is unknown. This complaint involves six (6) devices. This report is for (1) 6.5mm cannulated screw 32mm thread 45mm. This report is 2 of 6 for (B)(4).